Event description:
Consumer complaint of blood results reading "hi." Customer states that she feels well and requires no medical attention. Customer's expected blood results are 200mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips have been in use for more than 4 months and that the test strips have been stored in her bedroom. Reviewed meter memory: hi mg/dl, (B)(6) 2015, 07:12:36 pm, fasting: no; 231mg/dl, (B)(6) 2015, 07:12:36 pm, fasting: no; 285mg/dl,(B)(6) 2015, 07:12:36 pm, fasting: no; 586mg/dl, (B)(6) 2015, 07:12:36 pm, fasting: no; 519mg/dl, (B)(6) 2015, 07:12:36 pm, fasting: no. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Manufacturer narrative:
(B)(4). Product not yet returned.